Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with 9 units of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer stated they had received a battery-out alarm on 02/13/2015 but declined trouble shooting the issue. The customer was assisted with removing the reservoir and rewinding the pump. The customer was advised to call the help line if they had any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.